Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's device was not working and requires a calibration. The device was reviewed and the caller was forwarded to contact a manufacturer's representative. It was reported that the patient. No further complications were reported or anticipated. No symptoms were reported.